Event description:
The event is reported as: complaint alleges: it was reported that "during surgery of the cholecystectomy and unk malfunction caused an micro-lesion of the bight of the small intestine." Pt current condition is unk.

Manufacturer narrative:
Device sample not rec'd by MFR in time for this report. A device history record (DHR) review did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the MFR will continue to monitor and trend relating complaints.